Event description:
Dr indicated that the threaded screw portion of the implant abutment had fractured.

Manufacturer narrative:
Visual inspection confirmed that the threaded portion of the implant abutment have fractured. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.